Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the proglide instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24 sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that this was a closure of a right common femoral vein using proglide devices after a electrophysiology interventional procedure using an 8.5f sheath. Reportedly, there were four puncture sites. Three of them were closed successfully with proglide devices. When attempting to use a proglide in the fourth access site, a cuff miss [suture retrieval issue] was noticed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the proglide instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24 sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that this was a closure of a right common femoral vein using proglide devices after a electrophysiology interventional procedure using an 8.5f sheath. Reportedly, there were four puncture sites. Three of them were closed successfully with proglide devices. When attempting to use a proglide in the fourth access site, a cuff miss [suture retrieval issue] was noticed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.